Manufacturer narrative:
The manufacturer performed a gross inspection on the returned device. The returned prosthesis valve presents traces of pannus both on the inflow side, on the leafltes and also on the pillars of the metallic stent. The leaflets were found to be rigid and with evident organic deposition. In addition the metallic structure of the stent, under the third pillar, resulted uncovered by the pericardium.

Event description:
In 2012 a patient was enrolled in the cavalier trial. The patient received a primo implant on (B)(6) 2012. The patient had a re-intervention with valve replacement and received a perceval pvs27 implant. On (B)(6) 2018 the patient had a 2nd re-intervention and the perceval valve was explanted. The date of the perceval implant was not reported.

Manufacturer narrative:
The manufacturer performed three investigations pertaining to the case. A visual inspection, x-ray analysis and histological analysis were performed. The visual inspection performed on the returned prosthesis confirmed the absence of defects. The valve still presents blood residues and pannus. The pericardium tissue is rigid. Based on the non-optimal status of the returned valve, it is not possible to give a conclusive judgment regarding the conformity of the valve according to the procedure ref. (B)(4) in use at the time of manufacturing and release date. The examination of the valve revealed a deformed prosthesis due to intrinsic calcifications on both sides of all leaflets. There was pannus overgrowth on the inflow skirt of the valve. In addition, part of the stent in nitinol resulted uncovered on the valve skirt, under the third pillar. An x-ray inspection of the subject valve showed large intrinsic calcification in all leaflets. Histological analyses were performed on samples taken from the leaflets. Alizarin red s stain showed the presence of intrinsic and-or vegetating calcifications. Hematoxylin and eosin stain showed that the collagen bundles were locally disrupted, homogenated and-or defibrated. The pericardium of one leaflet was slightly thicker than normal. Fibrous pannus depositions were visible on the same leaflet and mesothelial surface of the neighboring leaflet. A pericardial fold was detected on the slightly thicker leaflet. Bacteria were not detected with the gram stain. This perceval s valve was explanted after an unknown duration of time due to a reported stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. Cuspal calcification is the principal underlying pathologic process causing stenosis due to cuspal stiffening and consequent bioprosthetic heart valve failure. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical conditions and risk factors (hypertension , dyslipidemia, paroxysmal atrial fibrillation and pulmonary hypertension) may have contributed to the structural valve deterioration observed in this perceval valve. Calcification leading to structural valve deterioration is a known inherent risk of procedure when using biological valve prosthesis.

Event description:
The patient received a primo implant on (B)(6) 2012. The patient had a re-intervention with valve replacement and received a perceval pvs27 implant. On (B)(6) 2018 the patient had a 2nd re-intervention and the perceval valve was explanted due to a reported prosthetic stenosis. The date of the 1st perceval implant was not reported.

Manufacturer narrative:
The manufacturer received additional event information/clarification on oct. 8, 2018. The event description (event) and implant date (implant date) has been modified to reflect the new information. The original valve reported was incorrect and has been changed in suspect medical device information (device manufacture date). All previously reported investigations were performed for the updated valve and the originally reported conclusion has not changed.

Event description:
In 2012 a patient was enrolled in the cavalier trial. Cavalier patient (B)(6) was implanted outside of the trial (commercial implant) and received a perceval pvs25, sn: (B)(4) on (B)(6) 2012. The patient had a re-intervention with valve replacement and received a perceval pvs25, sn: (B)(4) implant on (B)(6) 2018.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.